Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was implanted in a transdoudenal position to treat a pseudocyst during an endoscopic ultrasound (eus)/ esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the routine removal procedure performed on (B)(6) 2021, it was noted that the stent was buried into the tract. The stent was removed with rat tooth forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.